Event description:
Customer reported poor image quality, could not use the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control pcb. System operates as intended.